Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2023, the patient experienced bleeding from the insertion site. The patient gave an approximate event date of 2 months ago when she was rushed to the emergency room because of bleeding when inserting the sensor. The patient said the sensor hit the blood vein and the patient assumed that was the reason she was rushed to the emergency room and stay for 5 hrs. Per documentation, the patient did not provide more information because she could not remember anymore all the details of being rushed to the emergency department. There were no other symptoms reported, and there was no report of any further medical evaluation or intervention for bleeding. At the time of the report, the patient was okay. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.